Manufacturer narrative:
This report is submitted on february 13, 2018.

Event description:
Per the clinic, it was reported that the patient was a non-user of their device. Subsequently, the device was electively explanted on (B)(6) 2018. There are no plans to reimplant the patient as of the date of this report.